Event description:
During an embolization procedure, the orbit rdfl complex fill coil stretched during placement. After the coil unraveled/stretched during placement, the coil delivery system and coil were removed without any issues. The target site was a normal a-com artery. The aneurysm was saccular, 10mm, neck 3.5mm, and the neck to sac ration was 0.35. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use. During the initial insertion of the coil delivery system there was no resistance at any time during advancement of the coil through the mc. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During repositioning process, the coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. The same microcatheter was utilized to complete the procedure, since the mc was not damaged. Other than the reported event, no other damages were noticed with any other section of the device. No further information was available.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter display is fading. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.